Manufacturer narrative:
(B)(4). Supplemental sent to the FDA on 09/01/2015. Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal 12mm single use instrument and one endo gia¿ 30mm articulating vascular/medium reload both opened by the account. Microscopic inspection of the instrument noted evidence on the firing rod that the reload was not engaged properly when loaded. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided further evidence that the reload was not engaged properly during loading. Functionally, the instrument was loaded with pmv representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the reload was loaded into the subject instrument after manually opening the jaws. The reload jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and the instrument and reload were cycled without hesitation or binding. The jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the instrument device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: right hemi hepatectomy and intraoperative ultrasound. According to the reporter: while on annual leave, I was contacted and informed on wed (B)(6) 2015 by (B)(6) clinical support officer at the (B)(6) that a stapler had failed on tues (B)(6) 2015 during a liver resection procedure. I attended a meeting with (B)(6) on wed (B)(6) and arranged to meet again on friday (B)(6) when the surgical scrub team were next rostered and would be available to meet. The surgeon, dr (B)(6) would next be in on tues (B)(6) 2015 and therefore unavailable this week also. On friday (B)(6) 2015 meeting with clinical support officer and scrub nurse: (B)(6) details provided as follows - surgeon: dr (B)(6). First firing 1 x egiaustd gun with 1 x egia45avm tan tristaple reload was opened, assembled and cycled prior to being handed to the surgeon by scrub nurse (B)(6). The instrument was applied on the liver tissue by the surgeon and fired, the cartridge jaws remained shut and were then unable to be opened or removed from the transection site. The surgeon mobilized the transection site with diathermy and removed the reload from the tissue and then requested that the instrument used be put aside with the reload and a new egiaustd instrument to be opened for the next firing. The new egiaustd was reloaded with another 1 x egia45avm and 11 x egia60avm and performed these additional 12 firings correctly. I requested the gun to be cleaned and double bagged along with the reload. I observed the reload was now not attached to the gun and was still in the closed fired position with evidence of staples deployed. The I beam was still in the distal position and had not retracted post firing. I was informed that there were no further complications as a result of the first firing and I will contact dr (B)(6) to confirm all of these details also.